Manufacturer narrative:
The sodium electrode serial number and expiration date were not provided. The calcium gen.2 reagent lot number is 926461. The expiration date was not provided.

Event description:
The initial reporter received questionable sodium electrode and calcium gen.2 assay results from 7 patient samples tested on the cobas 6000 c (501) module. Please refer to the attachment (B)(6) in this medwatch for the list of patient samples with discrepant results identified from the list provided. The initial results were deemed high, prompting the rerun. The repeat results from the other analyzer were deemed correct.